Event description:
It was reported that balloon rupture occurred. The patient's internal fistula function was poor, and adequate dialysis was not possible. Internal fistula stenosis occurred. The 75% stenosed target lesion was located in the non-tortuous and moderately calcified left forearm. A 4.0 x40, 40cm gladiator elite was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres at 5 seconds by pump, the balloon ruptured. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.

Manufacturer narrative:
Device received by MFR.: the device was returned for analysis and underwent a visual and tactile examination. It was found that a longitudinal tear was identified in the balloon material. The tear measured 30mm in length and extended from a position 3mm proximal of the distal markerband to 4mm distal of the proximal markerband. There was no damage found on the tip, shaft, and markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The patient's internal fistula function was poor, and adequate dialysis was not possible. Internal fistula stenosis occurred. The 75% stenosed target lesion was located in the non-tortuous and moderately calcified left forearm. A 4.0 x40, 40cm gladiator elite was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres at 5 seconds by pump, the balloon ruptured. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.